Manufacturer narrative:
An event regarding dislocation involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that patient's right hip was revised due to dislocation whereby the constrained liner was revised with a 28a liner. The exact cause could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per pss implant request: s/p ewing sarcoma resection at age 3 and s/p multiple revision expandable implants, conversion to total hip, now with recent dislocation and need for more stable option to use with stanmore/onkos proximal femoral noninvasive growing jts component. Right side. We ended up going with an off-the-shelf 28a liner. The custom constrained liner was very limited in rom.